Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 plastic piece around jaws of the bisector separated. The device would therefore not work to seal branches. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection determined that the silicone insulation was peeled from the center and tip of the cold jaw. The silicone insulation remained attached at the base of the jaw. Tissue and char buildup was observed on the jaws. No other visual defects were observed. Based on the returned condition of the device the reported complaint was confirmed for reported failure ¿peeled jaw¿. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 plastic piece around jaws of the bisector separated. The device would therefore not work to seal branches. A replacement device was used to complete the procedure. The hospital did not report any patient effects.